Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. One day prior to diagnosis, the patient was hospitalized. The cause of the peritonitis was reported to be due to a loose connection between the transfer set and the peritoneal dialysis catheter adaptor. Twelve days prior to the peritonitis diagnosis, the patient was placed on prophylactic antibiotics (medication, route, dosage, frequency, and duration not reported) for the event of the loose connection. Beginning on the day of diagnosis, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy with vancomycin was reported to be ongoing. Dianeal and extraneal therapies were ongoing. After eight days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.